Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that approximately 21 months post-operatively a patient was revised to remove an aleutian plif cage which had migrated and was causing nerve root symptoms.

Event description:
It was reported that approximately 21 months post-operatively a patient was revised to remove an aleutian plif cage which had migrated and was causing nerve root symptoms.